Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura - 2 pc stomahesive (sh) flexible wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. According to end-user, she cleans the skin with wet wipes, and applies cavilon barrier spray for protection. She uses a vitala device, so she is reluctant to try moldable wafer product. She requests that we find a full stomahasive product without flanges due to potential flange leakage. End-user was advised that in order to get the best use from the product, they should use orahesive powder in conjunction with the flange. Samples of fhc flanges were sent to end-user. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user reports that skin located around the stoma, under wafer's white collar, is sore, itchy and patchy with non-bleeding red spots.